Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826633) was implanted on (B)(6) 2024. On (B)(6) 2024, the physician found that the blue cap at the end of the catheter was leaking cerebrospinal fluid (csf) and the physician used gauze to wrap where was leaking csf. On (B)(6) 2024, it was still leaking csf at the blue cap. Then the physician retrieved the device and stop monitoring. The patient did not experience any signs or symptoms due to csf leakage and is currently stable.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826633) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or nonconformances, during production, related to the finished device. None were identified related to this report. Failure analysis - a visual inspection was performed; no defects were found. A water filled syringe was connected drainage port and water was injected into the catheter. A leak was observed at the blue cap. The complaint was confirmed. Root cause analysis - the potential root cause is improper cap tolerance.